Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was reported to be possibly be related to the hp's pancreatic issues; however this was unable to be confirmed, therefore the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. The pd port remained for the antibiotics; however, on an unknown date a temporary port was placed to perform hemodialysis. At the time of this report, the patient remained hospitalized and was recovering. No additional information is available.